Event description:
The new laser machine lumenis continues to shut down in the middle of surgery. No error messages or any alarm or sound, the unit will stop working and shutdown as soon as we connect laser fiber to the unit. No harm to the patient.

Event description:
The new laser machine lumenis continues to shut down in the middle of surgery.